Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2020-01507, 3005168196-2020-01509.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the left middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), penumbra system jet 7 reperfusion catheter (jet7), penumbra system ace 68 reperfusion catheter (ace68), neuron max 6f 088 long sheath (neuron max), neuron select catheter 6f (6f select), and a non-penumbra sheath (8f). It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician used an 8fr sheath for femoral access and then advanced a neuron max and a 6f select to access the left common carotid artery. Next, a guidewire and velocity were used to access the left internal carotid artery. It was reported that the patient was moving significantly during the procedure. The physician made multiple passes under manual syringe aspiration with an ace68 and with a jet7. After a manual aspiration attempt through the jet7, the physician re-inserted the velocity into the jet7 and noticed the velocity would not advance out the distal tip of the jet7. Subsequently, the physician noticed the distal portion of the velocity had broken off upon previously removing it out from the jet7 and remained in the m1. The physician then used a snare device and stent retriever (solitaire) to remove the distal portion of the velocity. It was also reported that the patient continued to move significantly during removal of the distal portion of the velocity. The physician attempted to intubate the patient which induced vomiting. It was reported that both ace68 and jet7 became kinked during the multiple passes due to the patient¿s movements and tortuous anatomy. The procedure was completed using a new velocity and the same neuron max. Post procedure, fluoroscopic images revealed no extravasation. The following day, a computed tomography (CT) scan revealed evidence of vessel injury and bleeding. The relationship between the vessel injury and bleeding to the velocity is unknown.